Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Devices were received for evaluation; event was confirmed during testing, event was not duplicated during testing. Devices were found to be affected by broken down bearing lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the devices overheated. There was no patient involvement; no patient impact.